Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "device did not work? Was confirmed during device evaluation as a force sensing resistor (fsr) issue. The root cause was determined to be due to defective fsrs. The fsrs were replaced to correct the reported condition. If additional relevant information becomes available a follow-up will be submitted.

Event description:
It was reported to baxter mexico that a flogard infusion pump "did not work." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.